Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) and olympus europa se & co. Kg (oekg) had a web meeting with the user facility and obtained the following information from the user. The trapped tissue was the stomach which was judged based on the pathological analysis. The large of the trapped tissue was 0.5 cm square. The tissue reached to mucosal layer. No additional treatment was triggered due to the trapped tissue. There was some lesion on the duodenum bulb which was found during the insertion of the tjf-q190v. The lesion was superficial lesion and it was not severe. No additional treatment was performed to the subject patient. The patient outcome was that the patient came back home on the day. Another endoscopy was performed the patient on a later date, there was no problem. It is not common to make small lesion at the duodenum bulb when the tjf-q190v is inserted into there, but can be happened. The user did not clearly remember which location the suction was performed. The endoscope was moved slightly during suction. The suction valve was pressed intermittently. In general, the endoscope is withdrawn from the cardia and from the duodenum (pylorus, bulb). During the withdrawal of the tjf-q190v, the angulation knob was loosened. The user did not feel anything, such as resistance during the withdrawal in this procedure. It was unknown whether the cap had been cracked or not after the procedure. The nurse noticed the trapped tissue in the distal end. There were no findings about the endoscope and the cap after the procedure any other finding/concern. Olympus has implemented the root case analysis of this phenomenon by using porcine tissue to reproduce the phenomenon. As a conclusion, follows are the main factors of the tissue trap. The distal cover with or without a crack on the tear-off line use of suction during withdrawal the probable mechanisms are following. Mucosa is sucked in the single-use distal cover (maj-2315) by performing suction with the distal end opening close to the mucosal surface. When the endoscope is withdrawn while mucosa is sucked, mucosa can be cut w/ the distal cover. If the distal cover has a crack at the tip (on the tear-off line) by being not properly attached onto the duodenoscope, the mucosa could be further caught in the crack and also it could happen when the distal end of the endoscope is pressed on the mucosal surface even without suction. As described in the customer letter, olympus believes that the following consideration may reduce the tissue trap occurrence. Attachment and inspection of distal cover use of suction upon withdrawal the user stated as following regarding current root cause analysis results. The root cause makes sense based on my experience. The cap design should be the main factor. The cap design should be the main factor which might contribute this tissue trap. Additionally, we have had experienced this phenomenon previously, we highly focused on about this phenomenon. In general, I feel that it is good about tjf-q190v. However, due to this case, I feel a bit concerned. Because this case occurred even though I did not change anything about the endoscope handling during the procedure. Normally, the distal end of tjf-q190v can touch the mucosa of the duodenum bulb during the insertion. The reason why is the structure of the duodenum bulb. This phenomenon should occur in other hospitals, however, it might not be noticed. Olympus considered that same as the duodenum bulb, it can also occur at the esophagogastric junction. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the followings. The forceps elevator was not moved without manipulation of forceps elevator lever on the control section. The movement of the elevator was smooth. But, during moves the elevator control lever, "slight scratch/roughness" can be felt from the lever. (B)(4) qa assumes this comes from "the friction between k-pipe and k-wire". There was no sharp edge when attached the maj-2315. There was no significant gap between the maj-2315 and the distal end of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic retrograde cholangiopancreatography (ercp), it was found that a piece of tissue was trapped behind the single use distal cover (maj-2315). The maj-2315 was attached to the tjf-q190v according to the instruction manual. In addition, the user always does an extra check to prevent that the maj-2315 is coming loose from the tjf-q190v in the patient and checked whether the maj-2315 was not visible on the endoscopic image. There was not any abnormality in the appearance of the tjf-q190v before and after the procedure. The user did not use lens cleaner. The subject device was used with a hydratome with guide wire. It was unknown that whether the patient had a medical history, primary disease, ulcer or stenosis that could contribute to the injury. The doctor thought the factors that could lead to this event was a vulnerable tissue. The suction function was used while removing the tjf-q190v from the patient. It was unknown which part of the tissue is damaged. Part which was vulnerable was in duodenum, the user did not do a reoscopy due to increased risk of complication. The tissue fragment was sent for pa assessment to determine its origin (stomach or duodenum). There was no report that any medical intervention had been required to patient. This report is 1 of 2, regarding tjf-q190v.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The pathological results of the trapped tissue by oekg was following; gastric biopsy: gastric mucosa with a minor chronic inflammation and signs of ppi usage. No atrophy, no intestinal metaplasia, no dysplasia. No helicobacter pylori (hp immunohistochemistry compliant). The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation, there was the possibility that this phenomenon was attributed to the following mechanisms. (1) mucosa is sucked in the single-use distal cover (maj-2315) by performing suction with the distal end opening close to the mucosal surface. When the endoscope is withdrawn while mucosa is sucked, mucosa can be cut by the rim of the distal cover. (2) if the distal cover has a crack at the tip (on the tear-off line) by being not properly attached onto the duodenoscope, the mucosa could be further caught in the crack and also it could happen when the distal end of the endoscope is pressed on the mucosal surface even without suction. Olympus stated the appropriate handling of tjf-q190v and the counter measures against abnormalities in the instruction manual of tjf-q190v.